Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed early into the patient's mother hand while pinching up; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 55 pulses. No evidence was found that would result in the needle deploying early; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.